Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the sentinel cerebral protection system (cps), part # cms15-10c, batch # 34348649. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the sentinel cps was discarded, therefore returned device analysis could not be completed. Investigation conclusion: bsc has assigned an investigation conclusion code of adverse event related to procedure. It is likely that the event could be related to excessive force applied during the procedure and/or handling/technique during manipulation of the device.

Event description:
It was reported that filter tear occurred. A left atrial appendage closure (laac) procedure was being performed with a watchman truseal double curve access system and watchman flx for laac and a sentinel cerebral protection system (cps) for embolic protection. During the laac procedure, a thrombus was observed on the watchman access system sheath in the laa. When the pigtail catheter was removed, the thrombus was pulled out of the sheath. It was believed that the thrombus had actually been inside the sheath and was pushed out by introduction of the pigtail catheter. The thrombus was in one piece when it was removed; and was noted as resolved. The watchman flx closure device was implanted. Upon removal of the sentinel cps, a tear was observed on the distal filter. No patient complications occurred.